Event description:
New information received noted that the patient presented for a follow-up in clinic. It was noted that the implantable cardiac monitor failed to sense. Programming changes were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardiac monitor that exhibited under-sensing and intermittent sensing. No intervention was performed. Patient status was not reported.